Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic cholecystectomy event description: retrieval bag was being used to extract the gallbladder. Bottom of the retrieval bag ripped while trying to remove the gallbladder through the incision site. One stone and bile then leaked into the patient's abdomen. Circulator grabbed a competitive nylon bag off the shelf to remove the gallbladder. Additional comments from facility from hospital form received 28aug2024: 'bag ripped while extracting gallbladder. Bag bottom popped with gallbladder. Stone and some bile leaked into incision. Another incision had to be enlarged to accommodate purple bag to safely extract gallbladder. Additional sutures all so needed to close 2nd larger incision.' Intervention: circulator grabbed a competitive nylon bag off the shelf to remove the gallbladder. Patient status: unknown

Event description:
Procedure performed: robotic cholecystectomy. Event description: retrieval bag was being used to extract the gallbladder. Bottom of the retrieval bag ripped while trying to remove the gallbladder through the incision site. One stone and bile then leaked into the patient's abdomen. Circulator grabbed a competitive nylon bag off the shelf to remove the gallbladder. Additional comments from facility from hospital form received 28aug2024: 'bag ripped while extracting gallbladder. Bag bottom popped with gallbladder. Stone and some bile leaked into incision. Another incision had to be enlarged to accommodate purple bag to safely extract gallbladder. Additional sutures all so needed to close 2nd larger incision.' Additional information from [name] via email on 29oct2024: the reporter reported that there was patient injury mainly due to the enlarged incision that was made. The patient was observed post-operation and released home. The inzii device was used with 12mm robotic trocar. The break occurred at the distal end of the bag tip and the bag did not break into pieces. Intervention: circulator grabbed a competitive nylon bag off the shelf to remove the gallbladder. Patient status: the patient was observed post-operation and released home.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the incision size was not adequately enlarged prior to specimen removal, resulting in excessive force exerted on the distal portion of the bag. The instructions for use (IFU) states, "if the bag and contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.